Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced insulin flow block alarm event on 10-jul-2024. The blockages was located at the tubing. No further information available.